Event description:
We received a report from a female pt who reported she experienced an ocular burning sensation, ocular redness, and a headache after using oxysept, disinfecting solution and neutralizing tablets. She was later told by a doctor that she had bilateral corneal aberrations, corneal staining, and punctate epithelial erosions. She indicated she used the product according to the directions and initially applied a lens to her eye and experienced a burning sensation. She wanted to rule out that there was nothing on her finger so she washed her hands and tried the other lens with the same results. The pt indicated she rinsed her eyes out and the burning sensation resolved in about 30 minutes. She sought medical treatment and was told she had bilateral corneal aberrations and was prescribed antibiotic drops. The following morning she was seen again to check for damage and was prescribed more antibiotic drops and an ointment to soothe her eyes. In f/u it was learned that she was prescribed hypromellose 0.3%, 1 drop to both eyes four times a day for 7 days and chloramphenicol 0.5% drops, 1 drop to both eyes four times a day for 7 days. Visual acuity was 6/5 best corrected for each eye. Intraocular pressure was 14 mmhg for each eye. The pt was able to return to work in 7 days. A separate MDR is filed for the neutralizing tablets.

Manufacturer narrative:
The pt returned the product to the store where it was purchased. Retained testing is in process. All pertinent info available to the MFR has been submitted.